Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician suspected loss of capture for non-sustained ventricular tachycardia episodes. The right ventricular (rv) lead is still in use. No patient complications have been reported as a result of this event.